Event description:
Additional information was received from the manufacturer¿s representative (rep) and the healthcare professional (hcp) on 2016-01-22 . The rep stated that they were not able to determine which 8840 was used when the programming error occurred. The hcp¿s office has multiple 8840 programmers and they erase them after each day, so they were not able to look up the patient on any of them to determine which one was used. The hcp reported that the serial number for the 8840 programmer that was involved with the event was either (B)(4). The session data report provided by the hcp confirmed the reported programming error and shows that the pump was reprogrammed on (B)(6) 2015 to indicate that the pump contained 10.0 mg/ml of bupivacaine with a dose of 0.999 mg/day.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving hydromorphone (0.5 mg/ml at 0.05 mg/day) and bupivacaine (10 mg/ml at 1 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2015 it was reported that a programming error had been made on (B)(6) 2015. The secondary drug concentration of bupivacaine was programmed in error. It was programmed as 5 mg/ml but the actual concentration was 10 mg/ml. The information for the primary drug hydromorphone was correct. The programming was corrected to accurately reflect the secondary drug concentration. No patient symptoms were reported. The issue was resolved. The serial number of the programmer used during the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.